Event description:
The customer reported that the aortascan did not identify an abdominal aortic aneurysm (aaa), but then at a later date, a aaa was found when the patient underwent other testing for an unrelated issue. There have been no adverse consequences to the patient. Further details are being requested from the customer.

Manufacturer narrative:
A verathon representative is scheduling a visit with the customer to obtain additional details on the complaint and assess the reported problem with the device. If the problem is confirmed, the unit will be returned to verathon for evaluation/repair.